Event description:
It was reported, the patient was experiencing rib stimulation and inadequate coverage. The doctor determined the lead was stimulating the patient's nerve root. The doctor also determined the patient's epidural space had an odd shape that contributed to rib stimulation. As a result, the lead was explanted and replaced with two leads (different model). The replacement leads resolved the patient's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.